Manufacturer narrative:
On (B)(6) 2021 the patient was hospitalized because of low blood glucose's. On a related svn (B)(4) event date (B)(6)2021 the patient had no delivery/occlusion alarm. On a related svn (B)(4) event date (B)(6)2021 the patient said she is having high blood glucose level. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0874 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test. However, the insulin pump had intermittent button response on the esc, act and up arrow buttons. No button error alarm noted during testing. The following were noted during visual inspection: minor scratched display window and a scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Please see below when reviewing the history download. There is no data available in the history file due to the pump did not have a battery installed when received. The insulin pump passed the functional testing. Unable to confirm alleged low blood glucose's or high blood glucose's. Unable to verify no delivery alarm in the pump history download file on the event date (B)(6) 2021 due to no data available. However, the insulin pump had intermittent button response on the esc, act and up arrow buttons due to flattened dome switches (no crease). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2021. Customer was treated with food. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged visit to emergency room and was hospitalized for low blood glucose found on (B)(6), 2021. Also, customer returned insulin pump for an alleged no delivery/occlusion alarm found on (B)(6), 2021 and customer returned insulin pump for an alleged high blood glucose found on (B)(6) 2021. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0874 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test. However, the pump had intermittent button response on the esc, act and up arrow buttons. No button error alarm noted during testing. History download was successful using thds and carelink upload was successful. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: minor scratched display window and a scratched reservoir tube window. Please see below when reviewing the history download. There is no data available due to the pump was stored for an extended period without a battery. The insulin pump passed the functional testing. Unable to verify customer alleged low or high blood glucose. Unable to verify no delivery alarm in the insulin pump history download file on the event date (B)(6), 2021 due to no data available. However, the insulin pump had intermittent button response on the esc, act and up arrow buttons due to flattened dome switches (no crease). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.